Event description:
It was reported that during an emergent ptca/stent procedure, the guide wire separated. The pt went to surgery with the retained device in place. The guide wire fragments were removed from the coronary artery and an emergent CABG was performed. Multiple attempts to wean the pt from the bypass were unsuccessful and the pt expired in the operating room.